Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Event description:
Allegedly a 4-hole plate broke at the junction where the two middle cross bars meet the two screw holes on the side of the plate. Plate was used for a tn fusion. Patient did not report trauma to the site that may have caused breakage. Revised (B)(6) 2012.